Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a damaged f600 fuse. The f600 fuse was physically damaged and broken free from the computer/analog pca. The monitor showed signs of physical abuse. The root cause for the broken fuse was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was unable to power on.